Event description:
This 63 year old male pt had implantation of an inflatable penile prosthesis in 1990. The prosthesis functioned relatively normally until several months ago, at which time the pt noted that the implant would not inflate or deflate. During the surgical procedure for removal, it was noted that the tubing on the left had separated from the bulb pump and reservoir.